Event description:
User reports one pt sample with discrepant free t4 results. Initial result gave 27.1. Repeat on another analyzer gave 23.6. (Units of measure not provided.) No information provided to determine if pt was adversely affected. If additional information is received, appropriate notification will be provided.